Manufacturer narrative:
The device was used in treatment. One destino magnum 12f sheath and dilator were returned for analysis. Traces of blood were found on and inside the sheath or dilator. Upon evaluation of the returned unit, the sheath could not be deflected as the pull wire was broken. The pull wire was broken and protruding out at approximately 2.5cm from the sheath distal tip. There were a few holes seen further from the point where the pull wire had broken. The sheath tip was observed to be round and normal. Hemostatic valve was normal with helical cuts. The anchor ring was removed from the tip in order to look at the welds. The coined wire attached to the weld was observed to be normal. The weld was observed to be sufficient to hold the pull wire. Exact root cause for the pull wire break and not being able to deflect cannot be determined however, the possible cause could have been that the sheath was over torqued further adding excessive tension on the pull wire causing it to break. Additionally, it is unknown if the customer used any other device. The device history records were reviewed and no manufacturing defects were found. Per destino steerable guiding sheath in-process and final inspection procedure: deflection test is performed 100% by manufacturing personnel as per procedure 4d-48-054x-e and inspected by quality personnel at an aql level (sample size: ansi z 1.4, gen level I, normal, aql 1.5). A deflection inspection fixture is used to verify the centerline of the sheath to meet the applicable deflection criteria. Before the sheath is deflected, the unit is ensured that the distal tip of the sheath is aligned with the distal engraved line of the template. For unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. Per destino pull wire assembly procedure: test is performed using a pull tester for the anchor ring. Procedure is as follows: confirm the pull tester anchor ring parameters are in: time 3.0 sec, pounds 15 and cycle 0/3 for destino bidirectional and for destino twist are in time 3.0 sec, pounds 8 and cycle 0/3 place the subassembly of the anchor ring at the base of the pull tester; assure the ring is correctly inserted in the ring adapter of the fixture. Take one of the wires and place into the wire clamp and tighten the screw with a twisting motion, ensure that the wire is tight enough so that when operating, the wire will not release. Press start to activate the test fixture which will cycle three (3)times release the wire from the wire clamp and insert the 2nd wire only for destino bidirectional, repeating steps c) and d). If there's any detached, reject the part and contact your supervisor. No instructions for use are supplied by oscor, product is sold bulk nonsterile to customer. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. Oscor inc. Is the supplier of this bulk non sterile device sold to the manufacturer. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported during a branched endoprosthesis procedure, the sheath lost deflection function during the procedure when being removed, it was noted to be damaged. The sheath was used for endoprosthesis catheterization brand with a long introducer 8f x 90 cm inside. Per distributor's evaluation, it was identified that when trying to deflect the sheath, a steel cable was exposed. No patient side effects reported. No additional information is available.